Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit displayed an error for the venous temperature. The user was getting a bar across the top of the screen and also "?" On the modules. The device was not changed out. Per the field service representative (fsr), the module was reseated and the user finished case without issue. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed. The field service representative (fsr) was able to correct the issue over the telephone with the user.